Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading low mg/dl and the bg meter was reading ¿greater than 1500 mg/dl¿. The patient was wearing a tandem insulin pump. The patient was vomiting and had a headache. It was also mentioned that the weather was hot and the patient was sweaty which caused the sensor patch to loosen. There was no documentation of treatment. There was no documentation of medical intervention. The patient was in ¿good condition¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.